Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler was stuck and siderail could not be latched in the upright position. No pt involvement or adverse consequences are reported.